Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asmyptomatic patient presented in clinic for follow up with oversensed noise on the atrial lead. No intervention was performed, and the patient was in stable condition.